Event description:
It was reported that this pacemaker exhibited noise, high impedance out of range and loss of capture on the right ventricular (rv) lead. Subsequently, a revision procedure was performed and the rv lead was surgically abandoned, while the pacemaker was explanted. Both products were successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited noise, high impedance out of range and loss of capture on the right ventricular (rv) lead. Subsequently, a revision procedure was performed and the rv lead was surgically abandoned, while the pacemaker was explanted. Both products were successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Impedance testing, pacing and sensing were completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.